Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged possible under delivery as customer experienced high blood glucose of 304mg/dl. Customer¿s current blood glucose was 240mg/dl. Customer declined troubleshoot for high blood glucose. Customer had alert for calibration not accepted. Sensor glucose was 88mg/dl. Products will not returned for analysis.